Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Investigation revealed the following: energy was used consistently through the procedure when energy instruments were installed. Vessel sealer instrument and maryland bipolar forceps produced energy at the end of the procedure. It appears that the customer continued using the e-200 generator.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that the laparoscopic pedal was not working when the customer plugged laparoscopic monopolar instrument into the bottom port of e-200 integrated electrosurgical unit (iesu). The tse could not find any related error in the logs. The procedure was completing as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the customer did not use the foot pedal.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the e-200 generator as a part of preventative maintenance. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.